Manufacturer narrative:
Corrected information was provided in d1 (brand name). Corrected information was provided in d3 and g1 (manufacturer fax). Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hemolysis/mechanical interaction with blood was most likely patient condition related since the clinical team confirmed the patient had high map (110¿s-130¿s), hypertension/high afterload & empty lv when hemolysis occurred. The cause of low or blocked pump flow was most likely patient condition related since the clinical team confirmed the left ventricle of the patient was empty & resolved after fluid compensation.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was most likely patient condition related. Low or blocked pump flow: the cause of low or blocked pump flow was most likely patient condition related since the clinical team confirmed the left ventricle of the patient was empty and resolved after fluid compensation. D4 revised.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hemolysis and mechanical interaction with blood was most likely patient condition related since the clinical team confirmed the patient had high map (110¿s-130¿s), hypertension/high afterload & empty lv when hemolysis occurred. Low or blocked pump flow cause was most likely patient condition related since the clinical team confirmed the left ventricle of the patient was empty and resolved after fluid compensation. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 unique device identifier was updated, corrected accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in a 67-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage d, with a history of known coronary artery disease (cad). Shortly after arrival to the ICU, the patient¿s urine changed from clear/yellow to dark red, and the physician was notified. The patient¿s map remained elevated in the 110¿130s, and multiple suction events occurred, each managed with appropriate troubleshooting. The physician elected to observe the urine output and monitor for improvement as map decreased and suction events resolved. No additional interventions were made. The patient survived to explant. The reported low pump flow had no impact on the patient¿s hemodynamics. The reported hemolysis may be influenced by patient-specific factors such as hypertension/high afterload, underlying cardiac dysfunction, hemodynamic instability, and potential device position or suction events.